Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migrated'), premature rupture of membranes ('broken her amniotic fluid'), pregnancy with contraceptive device ('22 weeks pregnant') and foetal death ('essure took baby life / fetal death / essure took another baby's life, last time the death toll was 11') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant) and foetal death (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, premature rupture of membranes, pregnancy with contraceptive device and foetal death outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as fetal death. The reporter considered device dislocation, foetal death, pregnancy with contraceptive device and premature rupture of membranes to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : device dislocation, pregnancy with contraceptive device, foetal death, premature rupture of membranes, device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported via social media by a lawyer and describes the occurrence of device dislocation ('coil migrated'), premature rupture of membranes ('broken her amniotic fluid'), pregnancy with contraceptive device ('22 weeks pregnant') and foetal death ('essure took baby life / fetal death / essure took another baby's life, last time the death toll was 11') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant) and foetal death (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, premature rupture of membranes, pregnancy with contraceptive device and foetal death outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as fetal death. The reporter considered device dislocation, foetal death, pregnancy with contraceptive device and premature rupture of membranes to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation, pregnancy with contraceptive device, foetal death, premature rupture of membranes, device ineffective. This case was reported via social media and it refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and got pregnant. When the consumer was 22 weeks pregnant, her coil migrated and broke her amniotic fluid (regarded as premature rupture of membranes, antepartum). These events are listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). The exact date and the mechanism of device migration are not known. However, based on the nature of the event coil migrated, a causal relationship with essure cannot be excluded (related). Given the gestational age at membranes rupture, a mechanical interference between essure and the developing pregnancy which resulted in a fetal death cannot be excluded. Therefore, a causal relationship between these events and essure cannot be excluded (related). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.